Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and four photos. Visual inspection of the device showed that there was no visible damage to the v-clip or tip shield. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible and the winged adapter could not be rotated, confirming the reported defect. Upon separation of the two components, adhesive residue was found on the outside of the winged adapter and the inside of the tip shield. During manufacturing, adhesive may be incorrectly placed due to a leak in the dispense system. Preventative maintenance and in process sampling are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the safety mechanism would not disengage from the bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's verbatim report, the needle was not separated from the catheter assembly."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism would not disengage from the bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's verbatim report, the needle was not separated from the catheter assembly."